Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced hyperglycemia and insulin pump received insulin flow block alarm. The customer¿s blood glucose level was 24 mmol/l. The customer reported that the insulin exited. Troubleshooting was declined for high blood glucose. It was unknown if the auto mode was active during the reported event. The device will not be returned for analysis.